Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and diabetic coma.

Event description:
Dexcom was made aware on 10/06/2016, that prior to wearing the sensor, the patient had been hospitalized with diabetic ketoacidosis and diabetic coma multiple times. It was reported that the patient has very brittle diabetes and his blood glucose could go from 20mg/dl to 500mg/dl very quickly. It was indicated that the patient was doing better when wearing the sensor. There was no alleged device malfunction. Additional event or patient is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.